Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the cine function was not operating. A loss of cine, subtraction, road-mapping, or other critical vascular functions could result in delay or termination/rescheduling of an interventional procedure. There is no report of injury or death associated with this event.